Event description:
The perfusion assistant was paged to the coronary care unit and found the balloon console alarming with a "check catheter" message. There was blood in the catheter tubing. The catheter was clamped and the cardiologist on call was paged. The balloon was removed and the pt is in stable condition at this time with no iab support. On 5/13/97, datascope also received the mandatory medwatch form from the distributor; uf/dist report number: 2026191-1997-0022. Event complications: none from the event-reported 5/13/97. Pt current status: stable-rpt'd 5/13/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.